Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was intermittently functional. The cause for the defective response button was contamination on the rear response button switch. The root cause for the contamination was ingress of an unknown substance. No adverse events occurred as a result of the defective monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.